Manufacturer narrative:
Evaluation of the returned lantern confirmed a kink and fracture on the catheter shaft. If the lantern is torqued many times against resistance, damage such as kink and fracture may occur. Based on the reported event, this damage likely occurred when the lantern was advanced through a steep angle during the procedure, and this also likely contributed to the resistance during advancement. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a guidewire. It should be noted that the patient''s anatomy was steeply angled near the target vessel. During the procedure, the physician successfully implanted four coils and two pod packing coils (pod pcs) into the target location. It was also reported that the lantern was torqued many times within the steeply angled anatomy and resistance was encountered during advancement. Next, while visualizing the movement of the lantern via angiogram, the physician noticed that the lantern was not responding. Subsequently, the lantern was removed from the patient. On the back table, the physician found that the lantern was kinked and fractured. The procedure was completed using a new lantern, six coils, the same catheter, and the same guidewire. There was no report of an adverse effect to the patient.